Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had emergency room visit for high blood glucose and broken belt clip. Customer blood glucose was 152 mg/dl. The blood glucose at that time of emergency visit was 500 plus mg/dl. Customer was treated with insulin drip. Customer stated she was wearing the insulin pump at the time of the emergency visit.